Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the result printouts. The fse observed the tubing coming from the heater to the wash probe was disconnected at the top of the wash probe. The fse reconnected the tubing, resolving the issue. The fse repaired and validated the analyzer by successfully running quality control without error and within acceptable range. No parts returned. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was one similar complaint identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2015 - bf probe purge failure. Description - purging by the bf probe is abnormal. Troubleshooting - clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to a loose or intermittent connection from a disconnected tubing at the top of the wash probe; however, the cause for the loose tubing could not be established.

Event description:
A customer reported error 2015 bf probe purge failure on the aia-360 analyzer. The technical support specialist (tss) instructed the customer to visually check the wash solution bottle and connection. The customer stated no maintenance has been performed on the analyzer and the wash solution was not changed. Tss instructed the customer to clean the detection probes with alcohol then water. The customer then performed a cycle power and prime wash 5 times, but the error remains. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correcting 13 month complaint history review of one similar complaint identified during the search period. A 13-month complaint history review and service history review through the aware date of event for similar complaints was performed for serial number (B)(6) . There was no other complaint identified during that search period.